Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that poor communication was seen on the patient programmer. The recharger was not able to communicate to the implantable neurostimulator (ins) either. It was reported that it was working friday and the last time the patient had felt stimulation was since then over the weekend. The last successful charge session was reported to be last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.